Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the bg reading was 37 mg/dl and the cgm reading was 105 mg/dl. The patient was sitting and when she got up, she passed out. Her doctor's office was trying to call her that day however she was not answering the phone so they called paramedics to check on her and they found out that she passed out and they gave her glucose tablet and glucose gel. Paramedics took her to the hospital. At the hospital the patient was treated with dextrose IV. The patient was discharged (B)(6) 2025. At the time of the report the patient was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.